Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). D4: model, catalog, lot, expiration date, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. One device was received for evaluation. Visual inspection revealed no damage or defects. Functional testing was performed and no discrepancies were detected; the reported issue was not replicated or confirmed. Root cause could not be determined. No further action was taken. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported the disposable under delivered. The pump alarmed reservoir vol low however solution bag contained 70mls on visual inspection. Pt reviewed by acute pain consultant, attempted delivering analgesia via pca using clinician bolus. Analgesic. Bag, line and pump changed, analgesia delivered via clinician bolus with good analgesic effect.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.